Event description:
The following was reported to gore: on (B)(6) 2024, a patient was treated for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis trunk device, and a gore® excluder® aaa endoprosthesis contralateral leg device. On an unknown date in (B)(6) 2024 or (B)(6) 2025, the patient was transferred to (B)(6) hospital for explantation of the devices and open reconstruction due to graft infection. The patient had several return trips to wash out abscesses, and in (B)(6) 2025 he received a tracheotomy. The patient remains in critical condition.

Manufacturer narrative:
H.6. Investigation findings code c20: the device was discarded at the treating facility and was therefore not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, infection and surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.